Event description:
The circuit pressures were fluctuating. An arterial pressure alarm caused the arterial pump to stop. The pressure situation was thought to have been cleared, but the pump could not be restarted. Cycling the pump system power allowed the pump to be restarted. The procedrue was completed without further incident and without injury to the pt.